Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 26 oct 2017: pfs and medical records received. In addition to what was previously alleged. Pfs alleges aches, swelling, clicking and inability to walk, pick, bend, lift and cross legs for a long period of time. It was added that there was limitation and injuries. After review of medical records for the MDR reportability, patient was revised to address painful right total hip arthroplasty with significant inflammatory synovitis. Revision notes reported of no new allegation. This complaint was updated on nov 1, 2017.

Event description:
Update: 26 oct 2017: pfs and medical records received. In addition to what was previously alleged. Pfs alleges aches, swelling, clicking and inabilty to walk, pick, bend, lift and cross legs for a long period of time. It was added that there was limitation and injuries. After review of medical records for the MDR reportability, patient was revised to address painful right total hip arthroplasty with significant inflammatory synovitis. Revision notes reported of no new allegation. This complaint was updated on nov 1, 2017.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear.